Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent dislodgement occurred. The 90% stenosed target lesion was located in the calcified and severely tortuous distal left circumflex (cx) artery. After pre-dilating the lesion with an unspecified 2.5mm coronary balloon, the 3.00x20mm taxus liberte stent delivery system (sds) could not cross. Additional pre-dilatation was performed with an unspecified 3.0mm balloon and the taxus liberte crossed the lesion. The sds was in place and the delivery balloon was inflated. When the site checked the stent implantation under angiography, the site was unable to confirm that the stent was in the lesion. Upon examining the sds outside the pt, it was noted that the stent had dislodged and was on the shaft of the sds. The procedure was completed with another of the same device. There were no pt complications and the pt's current condition is listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available; a supplemental medwatch report will be filed.